Manufacturer narrative:
(B)(4).

Event description:
It was reported by a physician that a vns patient, implanted in (B)(6) 2015, has a generator which already showed an ifi flag at the visit in may 2016. The system diagnostic test revealed high impedance >=10 000 ohms and ifi - yes. It was reported that after the last generator replacement in 2015, the device was programmed at the following settings: output current ¿ 2ma / frequency - 20hz / pulse width - 250¿sec / on time ¿ 7sec / off time ¿ 0.3min. The impedance value was then of 2292 ohms. When the physician tried to increase the output current temporarily up to 3.0ma, it appears that the generator could not deliver it as no sign of side effects could be observed. No patient's trauma was reported. The staff could not report any changes in the patient's seizure situation but it is unknown how long the patient has been without effective stimulation. Review of manufacturing records confirmed all tests passed for the concerned generator prior to distribution. No patient adverse events were reported. No known surgical interventions have occurred to date.

Manufacturer narrative:
The previously submitted MDR inadvertently provided the incorrect patient information. The previously submitted MDR inadvertently provided an incomplete event description.

Event description:
It was reported by a physician that a vns patient, implanted in (B)(6) 2015, has a generator which already showed an ifi flag at the visit in (B)(6) 2016. The system diagnostic test revealed high impedance >=10 000 ohms and ifi - yes. It was reported that after the last generator replacement in 2015, the device was programmed at the following settings: output current - 2ma / frequency - 20hz / pulse width - 250 - sec / on time - 7sec / off time - 0.3min. The impedance value was then of 2292 ohms. When the physician tried to increase the output current temporarily up to 3.0ma, it appears that the generator could not deliver it as no sign of side effects could be observed. No patient's trauma was reported. The staff could not report any changes in the patient's seizure situation but it is unknown how long the patient has been without effective stimulation. Review of manufacturing records confirmed all tests passed for the concerned generator prior to distribution. The patient's device data were provided to the manufacturer for review. Analysis of the decoder spreadsheet revealed that high impedance occurred suddenly on (B)(6) 2015. When high impedance occurred, the generator was programmed at a high duty cycle of 44% (7sec on time and 0.3min off time). The output voltage was at maximum during more than one year and furthermore the generator was programmed at a high duty cycle, explaining the ifi status of the battery at the last patient's visit in (B)(6) 2016. No malfunction is associated with the generator was found. No patient adverse events were reported. No known surgical interventions have occurred to date.